Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. Unit passed displacement test and self test. During visual found electronic stack and motor moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the outside of battery compartment of insulin pump was cracked. The customer stated that the insulin pump was went off after went to swimming with it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.